Event description:
It was reported the skin around the pt's ipg was thin and had started to erode. The physician planned to reposition the ipg from the right pectoral region to the right lower back. Upon opening the ipg pocket on (B)(6) 2012, the physician noted a collection of serious fluid. The fluid was swabbed and send off for pathology testing; the results are currently undetermined. The physician decided to explant the pt's ipg and leads o further info is available at this time.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.